Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic had a tear. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a vicmo 12.6, -05.50 diopter, implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed during the initial surgery. A replacement lens was implanted on (B)(6) 2019. Problem has been resolved. Cause of the event is reported as user error.